Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to instability.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on an unknown date in 2018 and was revised on jun 30, 2020 as the surgeon noticed certain instability when the patient stood up from a sitting position. During the revision surgery the polyethylene was replaced and a new hinge was implanted. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Materiovigilance report (mat20/147) from (B)(6), dated jul 08, 2020: please note: the letter was translated from french to english and relevant information was summarized. Incident: revision of hinge two years after implantation. Hospital (B)(6). Patient: (B)(6), male, born (B)(6) 1949. Stationary from 28 jun 2020 to 03 jul 2020. Revision surgery: (B)(6) 2020. Duration of procedure: 35 minutes (16:51-17:26): description: patient was implanted with a hinge two years ago. When the patient stood up from a sitting position he experienced a functional issue at the height of the hinge. The patient underwent revision surgery on 30 jun 2020. During the surgery the polyethylene was replaced and a new hinge was implanted. No medical data has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: it was reported that the product was implanted on an unknown date in 2018 and was revised on (B)(6) 2020 as the surgeon noticed certain instability when the patient stood up from a sitting position. During the revision surgery the polyethylene was replaced and a new hinge was implanted. Neither medical records nor the device identifications have been received and the complained products have not been returned. Therefore, an investigation could not be performed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the provided information the reported event cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.